Event description:
It was reported that during a cryo ablation procedure, the patient experienced a phrenic nerve injury (pni). It was noted that no intervention was performed and the phrenic nerve injury (pni) had not recovered before the patient was discharged. The procedure was completed radiofrequency (rf) ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files did not show any system notices or issues. The reported balloon catheter, 2af284 with lot number 65450, was not returned for analysis; no product malfunction was reported. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.